Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice(hc)device during dwell 3 of 4. All bags were connected. The homepatient would finish with a manual bag. No patient injury was reported.